Event description:
It was reported that using a femoral artery access approach during a procedure the emboshield nav6 filtration element was prepped according to the instructions for use (IFU) and the filtration element was successfully used during the procedure. The retrieval catheter (rc) was prepped outside the anatomy, however, when the rc was flushed a white creamy fluid substance was noted to be leaking from the distal end of the rc. The device was not used in the procedure; there was no patient interaction with the rc. A different rc was used to retrieve the emboshield nav6 without reported issue. The target lesion was successfully treated and the final outcome was good. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The foreign material was able to be confirmed. Chemical analysis confirmed the white creamy fluid substance leaking from the distal end of the recovery catheter was similar to the ptfe lubricant used during manufacture of the device. Based on a visual inspection and chemical analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.